Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. E1 - initial reporter establishment name: (B)(6). The device was not returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the auxiliary water tube was connected in the morning and cleaned in the evening. The equipment was not cleaned after each case; instead, it was cleaned once daily. The issue occurred during reprocessing, and there were no reports of patient involvement.